Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy test, +10%. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9 - date returned to mfg: 8/18/2025. H3 and h6 codes - updated. The suspect pump was returned for evaluation. The device was visually inspected and found scratches on the lens. The event history log was reviewed and there were no errors related to the customer complaint. During functional testing, the reported failure was neither confirmed nor replicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.